Event description:
During a remote follow-up, episodes of myopotential oversensing were observed on the device. Technical support was contacted and provided reprogramming recommendations which will be implemented at the next follow-up in clinic. The patient was stable.